Manufacturer narrative:
In addition to the plate used in the surgery here are the additional devices that were used in conjunction with it at the original surgery on (B)(6) 2019: part number: 3100-3020lk lot number:500728 minibunion locking screw 3.0mm x 20mm, part number: 3100-2716nl lot number:500720 minibunion non-locking screw 2.7mm x 16mm.

Event description:
A doctor performed a distal bunion surgery performed using crossroads products on (B)(6) 2019. During a follow-up visit after surgery, the doctor noted that the capital fragment of the 1st metatarsal bone had rotated plantarly. It is unknown if the fragment was rotated during the original surgery timepoint or if it rotated post-surgery since a lateral x-ray was not taken intra-operatively. A revision was performed to reset the location of the capital fragment in the correct position. The plate that was used in surgery was not removed, but the distal locking screw was replaced with a longer one once the fragment was correctly placed. The oblique non-locking screw was removed and placed back in the patient after the fragment was correctly located.